Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that on 09/06/2014, the pt presented to the emergency department an outside hospital with red heart alarms. The pt lives in homeless shelters 2 to 3 days a week and is non-compliant with his home medications. The pt's blood pressure was elevated (map 127) and was given hydralazine and lisinopril. His inr was 1.4 and was administered heparin gtt. The pt stated that the alarms had been occurring for a while and had gotten worse. He also stated that he was always on battery power. The MFR's technical service went to the hospital on (B)(6) 2014 and evaluated the pt's percutaneous lead. They noticed that a majority of the external portion of the percutaneous lead was covered with duct tape. The pt stated that he taped it to prevent it from bending. He also stated that if he bends the percutaneous lead in a specific area, he can cause the pump to stop. On (B)(6)2014, the distal end of the pt's percutaneous lead was replaced without incident. During the percutaneous lead replacement drainage from the driveline site was noted and was cultured. The vad coordinator reported on (B)(6)2014 that no alarms were noted. The pt's inr was 1.5. The pt was given coumadin and the dressing near the driveline was changed daily. Bactrim was continued for the pump infection, klebsiella and (B)(6).

Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.